Event description:
The manufacturer originally reported that a ventilator failed a step during testing and the device's active exhalation control module was replaced to address the issue. Additional test step failures were observed and the device was recalibrated to address those issues.

Manufacturer narrative:
The manufacturer originally reported that a ventilator failed test steps during testing and the device's active exhalation control module was replaced to address the issues. The device was also recalibrated to address the issues.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.